Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: residual adhesive on the cover no.1. We identified that the foreign material was the clinical medical tissue adhesives. We presumed that foreign material remained for reprocessing was deviated from instruction for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibits foreign object (large) in light guide lens, residual adhesive on the cover no.1, foreign object in the auxiliary water tube. There was no patient involvement.